Manufacturer narrative:
Additional information: reportedly, customer was admitted to the hospital early morning on (B)(6)2018 and was discharged the same day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose. However, the exact value was not provided. Customer was reportedly unconscious. Reportedly, customer programmed a basal rate of 7 units instead of 0.7 units. At the time of report, customer was reportedly okay.